Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the catheter was removed by an experienced nephrologist. A cut down method was used to free the cuff. When the physician attempted to remove the catheter from the subcutaneous tunnel through the exit site, the catheter broke where the cuff was. The two pieces of catheter were retrieved with no adverse event on the patient. A scalpel and curved forceps were used to successfully retrieve the retained portion of the catheter. The wound was then sutured once the catheter had been removed as there was bleeding at the cut down site. It was also indicated that alcohol chlorhexidine was used to clean the catheter and 3m tegaderm IV dressing transparent with border was used for wound dressing. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.